Manufacturer narrative:
The field service engineer (fse) identified a leaking rinse tube. After replacing the tubing the customer had no further issues. The investigation determined that the issue found by the fse was the root cause of the event. No reagent or electrode lot numbers with expiration dates were provided.

Event description:
The initial reporter questioned the results for multiple patient samples tested on a cobas 6000 c501 module. Examples of discrepant results were provided for 3 patient samples tested for creatinine (crea), sodium (na), and glycated hemoglobin (hba1c). Sample 1: the initial crea result was 3.8 mg/dl. The repeat result was 0.91 mg/dl. Sample 2: the initial hba1c result was 16.6 mmol/mol. The repeat result was 5.6 mmol/mol. Sample 3: the initial na result was 300 mmol/l. The repeat result was 138 mmol/l.